Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports burs breaking in pt's mouth. No pt injury. On (B)(6) 2012, customer reports via phone that the bur broke while cutting into a wisdom tooth. The piece was retrieved but could have been swallowed. No pt harm confirmed.